Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced pain at implant site and subsequently was treated with two courses of antibiotics (date not reported). Clinical management is ongoing.